Event description:
It was reported that (1) device was used during a proctrectomy. It was reported by the affiliate that the tx30g instrument failed. Only info known was the case was extended 15 mins and changed procedure. Checklist was unreadable and awaiting info from affiliate. 06/18/1999 - add'l info from affiliate. Surgeon inserted tx30g and fired across proximal bowel. Reloaded and fired across proximal tissue. Did p.r. To check for feces prior to using cdh, fingers were visible, but there were no staples present from the first firing. The surgeon put in a purse string suture to remedy the situation. Surgeon then fired the cdh device to complete the case.